Manufacturer narrative:
(B)(4). The device has been received. The ivestigation is not yet complete. The receiver data log was provided by the patient and reviewed. The review did not confirm the reported missing data. A follow-up report will be submitted upon completion of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, there was no data on the receiver trend graph going back twelve hours. The patient stated that they were in range and were getting the blood glucose values at the time; however, sometime during that morning all the data was erased. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of no data on the trend graph. A root cause could not be determined.